Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had intermittent atrial under-sensing of atrial fibrillation (af) causing atrial pacing into the arrythmia and right ventricular (rv) lead intermittent ventricular pacing at inappropriate times. Both leads remain in use. No patient complications have been reported as a result of this event.